Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe mitral stenosis. The tmvr was successfully performed with a 29mm 9755rsl valve with good outcome. Per medical records, the patient presented with acute on chronic heart failure with preserved ejection fraction (hfpef) and was found with severe mitral stenosis. The tmvr was successfully performed with a 29mm 9755rsl valve. The patient tolerated the procedure well without complication. On pod #1, the patient was discharged home in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d1, d4 (model number, serial number, expiration date), g3, g4 (PMA/510(k) number), g6, h2, h4, h6 (type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm magna mitral surgical valve underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe mitral stenosis. Per medical records, the patient presented with acute on chronic heart failure with preserved ejection fraction (hfpef) and was found with severe mitral stenosis. The tmvr was successfully performed with a 29mm 9755rsl valve. The patient tolerated the procedure well without complication. On pod #1, the patient was discharged home in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease, diabetes mellitus type 2, hyperlipidemia, and chemotherapy.